Manufacturer narrative:
The probable root cause is due to an electrical issue with the master tool manipulator (mtm).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 380699-46 master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced some errors on the right-hand control for console 2. Prior to calling they attempted to clear the error message, but it persisted. Surgeon logged out of the console and is continuing as planned using console 1. The procedure was completed with no reported injury.

Manufacturer narrative:
Both master tool manipulators (mtm)'s were returned for analysis. Failure analysis performed a visual inspection on the first mtm and found no problems related to the reported issue. Checked and verified error 1134 in the lighthouse (aperture), then installed the unit on an internal eft system and powered it on. The system powered on with no errors or faults, so instruments were installed, and the system was driven. During the drive, there were no faults or errors, so the instruments were removed, and power cycling was attempted several more times¿still with no errors or faults. Further investigation on sftp could not replicate the issue, and the failure analysis team could not determine the root cause of the issue. Failure analysis performed a visual inspection on the second mtm and found no problems related to the reported issue. Checked and verified error 1134 and 23069 in the lighthouse (aperture), then installed the unit on an internal eft system and powered it on. The system powered on with no errors or faults, so instruments were installed, and the system was driven. During the drive, there were no faults or errors, so the instruments were removed, and power cycling was attempted several more times¿still with no errors or faults. Further investigation on sftp could not replicate the issue, and the failure analysis team could not determine the root cause of the issue.

Event description:
Refer to h11 for follow-up information.